Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited screen bezel separation and would not charge, with the charging indicator light not illuminating despite correct placement and use of multiple outlets, and the backing starting to come off. Symptoms included no changes in blood glucose levels. Outcomes included replacement of the ilet and instructions to sync data and shut down the device prior to return. Investigation included troubleshooting and education with the user and verification of charging setup, followed by device replacement. Investigation of this case revealed a hardware malfunction associated with enclosure integrity and charging function, consistent with a device component issue involving the external housing and charging interface. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.